Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that surgery is an acceptable and effective treatment for jaaa. However, fevar and ch-evar also showed high technical success rates and low perioperative mortality, with acceptable reintervention rates during follow-up. Device not returned.

Event description:
Received an article titled outcomes of open repair, fenestrated stent grafting, and chimney grafting in juxtarenal abdominal aortic aneurysm: is it time for a randomized trial? Purpose: this study compared the outcomes of or with 2 endovascular methods in jaaa. Method: they retrospectively reviewed consecutive patients with jaaa who underwent or repair with fenestrated stent grafts (fenestrated endovascular aortic aneurysm repair [fevar], or chimney grafts (ch-evar) during the period from january 2011 to december 2016 at a single center. Per the article product problems included malposition of the stent.